Event description:
It was reported that the patient previously had a low flow alarm adjustment to 2.0 lpm on both their primary and backup system controllers. The patient had to do a system controller exchange at home. The patient had a follow up appointment in the ventricular assist device (vad) clinic and the new backup system controller was programmed with the 2.0 lpm threshold per protocol.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the hm3 system controller low flow 2.0 request form; however, the reason for the exchange was not provided. Provided information stated that the patient already had both controllers on the low flow 2.0 software, and the exchange occurred at home. Multiple good faith efforts were sent to acquire additional information regarding if log files were available, the reason for the exchange, the serial number of the exchanged controller, if the exchange had resolved the issue, and if any products would be returning to abbott; however, to date, no response has been received. The root cause of the reported event was unable to be conclusively determined through this investigation. A DHR review is unable to be performed due to the serial number of the device being unknown. Heartmate 3 instructions for use (rev c) section 2 ¿system operations¿ addresses how properly exchange the system controller and how to properly maintain all components. It states, ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ addresses how to properly disconnect and reconnect both the driveline and power cables properly. Within this section, it emphasizes the user to not attempt to change their system controller without having a trained, competent caregiver at their side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. The patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.